Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: 00489405415, trabecular acetabular augment, 63359613. Report source, foreign ¿ events occurred in the (B)(6).

Event description:
It is reported that the surgeon found it difficult to put the screw through the augment hole. When the surgeon put more pressure into the implant, this caused the location of both the acetabular cup and the augment to slightly change. As a result, both components were removed from the patient. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00489405415, trabecular acetabular augment, 63359613 unknown cage, unknown catalog, unknown lot. Reported event was confirmed by review of actual device received. Device history record (DHR) was reviewed with no deviations identified. A root cause could not be determined with the information provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06518. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that while the screw did not go through the augment, it resulted in excess torque on the augment and more bone loss. This resulted in a bigger augment being inserted which would not attain stability. The surgeon attempted to stabilize with a cup/cage construct. The blade of the cage fractured the ischium off the already broken pelvis. This resulted in a 30-40 minute delay. Both components were removed from the patient, and it was converted to a girdlestone.